Event description:
Prothesis working well (2-3 times/wk) until one month ago; it stopped working. Exam revealed loss of fluid from both cylinders & therefore device will not inflate. Surgery needed to remove old implant & new device implanted.